Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the tip of the toothed rack retractor f/matrix is broken off by the base of the pin. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates one restractor leg is broken off. It is visible that the outer housing became cracked and in this instance caused the weld to break as well. The present toothed rack retractor was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We have to assume that mechanical overloading during retraction may have lead to this breakage. The manufacturing documents were reviewed and no complaint related issues were found.